Event description:
The physician was using an endeavor resolute rx coronary drug eluting stent to treat a lesion in the lcx. Angiograph result showed 90% stenosis in the middle of lcx and the lesion exhibited mild calcification. The lesion was pre-dilated with 2.0x20mm sprinter (8atm). Endeavor resolute was prepped prior to use with no issues noted. No resistance noted between the device and other devices used in the procedure and/or during delivery to lesion, however the endeavor resolute stent could not deploy in the target lesion. The physician changed other stent to complete the surgery. The patient is good, no clinical sequelae reported. The device was returned to the manufacturing facility and the stent was observed to be damaged. Evaluation summary: the distal tip was flared indicating that it may have been stubbed during advancement. A number of struts on the 1st, 7th, 8th, 9th, 10th and 11th proximal stent segments were raised and deformed. A number of the distal segments were slightly flattened. The remaining segments were intact. (Endeavor resolute is distributed outside the united states; however, it is similar to the united states distributed product resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ failure to deliver stent and stent deformation. Patient¿s condition affected effectiveness of device ¿ 90% stenosis ,mild calcification. Deformation problem. Evaluation conclusions: inherent risk of procedure ¿ failure to deliver stent and stent deformation. Device failure/lack of effectiveness related to patient condition ¿ 90% stenosis, mild calcification. (B)(4).